Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by severe pain in the stomach. The cause of the event was unknown. On an unknown date, the patient was hospitalized. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. Four days prior to receipt of this report, the patient was discharged from the hospital and was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.